Event description:
The customer reported that the device will not pass op check. It also failed the defib test and pacer test. There is no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.